Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: a report stated a "patient wore his freestyle libre 2 glucose monitor sensor into the MRI scan room and was scanned with it on. Reviewed records of type of implant and researched MRI safety conditions. At this time is marked unsafe due to no testing being performed on the sensor. The company advises to remove for MRI, CT, and x-ray prior to imaging. Followed up with physician and patient and the device had no malfunction. Monitoring results were reviewed with patient on 2021 and there was no malfunction or disruption. At that time, the sensor was removed and replaced with a new sensor per protocol." There is did no report of any adverse event or medical intervention associated with the reported issue. There was no report of death or permanent injury associated with this event.